Manufacturer narrative:
This report is submitted on april 20, 2023.

Event description:
Per the clinic, the patient the patient underwent a skin flap reduction surgery under general anesthesia (specific date not reported) due to retention issue. Additional information has been requested but has not been made available as of the date of this report.